Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See updates to h4, h6 and h10. Based on the results of the legal manufacturer's investigation, it was determined that the phenomena, (1) ¿image interruption¿ and (2) ¿error code b30¿, were caused by poor contact of the video module socket. The cause of the failure was not specified because no further information was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A marking issue was noted during the evaluation. Additionally, as noted, the image was intermittent due to a poor video connector socket. There was also a b30 scope communication error present. The top cover was discolored and the front panel was damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus video system center due to an unspecified marking issue. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the unit was presenting an intermittent image. This report is being submitted to capture the intermittent image found during the device evaluation.